Event description:
A written report submitted by user facility stated "pt has symptoms of an allergic reaction". The reporter of this event was contacted in 2005 for further info and treatment sheets of this event. According to the verbal report, this pt has a lengthy cardiac history and cannot tolerate extra fluid overload. This pt also is reproted as missing several hemodialysis treatments so the facility tries hard to accommodate this pt so she won't miss treatments. According to the treatment sheets, this pt arrived for hemodialysis in 2005. Treatment was initiated and approx 1 hour into hemodialysis, the pt was noted to be unresponsive, not breathing and turned blue. Bp taken at that time was 157/64 with a heart rate of 79. Oxygen was administered by the staff, and the pt was turned on her side. The reporting rn mentioned that this event "could have been a choking episode". The pt's blood in the system clotted so the pt had a 250 ml blood loss. Pt did respond to the interventions provided by the facility and reportedly started to cough. The pt was alert and responsive. The md was notified and came in to evaluate this pt. The pt was transferred to hosp and was admitted. The pt was discharged in 2005. The pt is currently being dialyzed in the clinic with no ill effect. No sample is available.